Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the lead was capped and replaced due to clavicle fracture, t-wave oversensing, and varying hv lead impedance. The patient was stable.